Event description:
It was reported that the patient's right hip was revised due to bipolar component dislocation. The surgeon converted to a total hip. Accolade stem remained implanted. No further information will be provided to the sales rep from the hospital.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown bipolar 43mm head. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.